Manufacturer narrative:
To inform that the section was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 to 25 mg/dl at the time of the incident. The customer was at 70 mg/dl at the time admission. The customer used glucose tablets, honey, and was given glucagon to treat. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The caller stated the customer had a low of 20 to 30 mg/dl on (B)(6) 2019. The insulin pump will not be returned for analysis.